Manufacturer narrative:
Additional information: analysis of the returned device shows that no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that both screwdriver tips broke off. The broken pieces were removed and the procedure was completed. No further details are known at this time.